Event description:
It was reported that patient was very depressed. Further follow up with the treating physician indicated that the patient's depression had actually gotten worse and after much discussion, they decided to turn the vns therapy device off. Physician indicated that the patient's depression was worse than it ever has been, even prior to vns implantation. The patient's depression worsened sometime around winter. There have been no changes to her medication and no stresses that could be causing the worsening depression. Device diagnostics were okay, which indicates the device is functioning properly. The cause of the worsened depression is unknown.